Event description:
A low reading issue was reported with the adc device. A caregiver reported an unspecified low scan was received on the sensor when compared to a competitor meter result. It was further reported that the customer became hyperglycemic with symptoms of dizziness, shakiness, and high ketones. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and provided fluids and insulin (type/dose unknown) for the diagnosis of hyperglycemia. The customer was monitored for 4 hours and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.